Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it shutting down by itself was confirmed. The ventec service technician noted that the issue was observed when they had blocked the nebulizer port while testing the nebulizer relief valve. At which time the radial compressor stopped and the device shut down, the inop alarm sounded, and there was an appearance of smoke and a burnt smell. Ventec replaced the control board to resolve the reported issue. Proper device operation was then observed through functional and performance testing. Ventec further examined the removed control board where it was observed that integrated circuits (ic¿s) u201, u202 and u203 were damaged. The investigation determined that when the radial compressor experienced the increased current load (by blocking of the nebulizer port) that the 5-volt regulator (u201) shorted. U201 shorted from input to output allowing a higher-than-expected voltage on its output pins. This resulted in the damage to the other two regulators (u202, u203). The investigation determined that the root cause of the reported issue was an electrically shorted ic, designator u201, of the control board.

Event description:
It was reported that the device needed service. During the device's evaluation, ventec observed that it unexpectedly shut down by itself. There was no reported patient use associated with the issue.

Manufacturer narrative:
UDI related data quality updates only. Corrected information for supplemental medwatch report 001 ¿ section d4, model #, of the initial medwatch report stated: prt-01100-000. Section d4, model #, of the initial medwatch report should have stated: v+o+c+s+n, english. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4).